Event description:
It was alleged that during use the pump freeflowed. The rate was set for 6cc/hr and it was noted that about 40cc was removed from the bottle in a "short period of time." There was reportedly no pt consequence related to this event.